Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 280 mg/dl. The customer was treated with insulin pen. The customer stated that none of the buttons work and insulin is alarming but she cannot see any alarm. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage. No squeaking noise anomaly noted during testing. The device had minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.